Manufacturer narrative:
The fse confirmed the reported problem. A new touchscreen was installed and calibrated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requesting assistance recalibrating the touchscreen of the device. : there was no patient involvement reported.